Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Catheter appeared normal during preparation and loading the guide wire. During the case, the guide wire continuously became stuck even after removing it from the body and replacing it with a new one. The issue persisted with the new guide wire as well, so we exchanged the catheter. After that, there were no more issues with the guide wire. A small amount of tissue was seen on the catheter's tip. The procedure was completed successfully without patient complications. The device is expected to be returned.